Event description:
A lead fracture was reported. It was further reported that there was sensing difficulty, high impedance, and a lead dislodgement. The patient's spouse further reported that the patient was hospitalized due to malfunction of the frayed wire. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4): no anomalies found; proximal segment returned and analyzed.